Manufacturer narrative:
(B)(4). Device code chosen based on user facility statement that it had not determined if there was an actual fire. There was no report of flame, smoke, light, char or melting at time of this report. A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device, or a picture of the alleged defect was not provided at the time of this report. However material from the production line was verified and no issues were found that can lead this customer complaint. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper and thorough investigation to confirm the complaint and determine the source of alleged defect reported it is necessary to evaluate the sample involved in this complaint. If the device becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges "neptune heater was in warm-up mode, approx. 8 (eight) mins, fire started at the distal end of the expiratory side reaching approx. 10 (ten) inches away from the patient-no patient injury." Report states "not determined if it was an actual fire, or a melted circuit with smoke leading them to think it was a fire". It was reported there was no patient injury or consequence. (Concha neptune device involved in this event captured in companion report MDR# 3003898360-2018-00114).

Manufacturer narrative:
(B)(4). One (1) 870-35kit hudson breathing circuit was received for investigation. Upon receipt a visual inspection was conducted to determi ne if the circuit was involved in any abuse/misuse/damaging circumstances. Both the expiratory and inspiratory limbs of the circuit have received extensive burn/melt damage. The expiratory limb of the circuit is too heavily damaged to obtain a resistance value of the heated wires. However, the resistance value of the inspiratory limb reads 13.3 ohms, which is within specification. Based on the investigation performed, the reported complaint has been confirmed. This breathing circuit experienced extensive burn/melt damage. At this time a definitive root cause cannot be determined. Teleflex will continue to monitor and record similar events. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges "neptune heater was in warm-up mode, approx. 8 (eight) mins, fire started at the distal end of the expiratory side reaching approx. 10 (ten) inches away from the patient-no patient injury." Report states "not determined if it was an actual fire, or a melted circuit with smoke leading them to think it was a fire". It was reported there was no patient injury or consequence. (Concha neptune device involved in this event captured in companion report MDR# 3003898360-2018-00114).